Manufacturer narrative:
Customer complained that the use of the toothbrush cut her gums. She sought medical attention at her dentist who numbed gum then opened and cleaned the lacerations.

Event description:
Consumer complained that used of the toothbrush made their gums bleed. Medical attention was sought.